Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm in length, de novo, concentric, target lesion was located in the moderately tortuous, mildly calcified, and 2.75mm in diameter left circumflex (lcx) artery. The lesion contained >45 and <90 degrees bend. After a 6f 3.5 ebu guide catheter was engaged and a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2x12 maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 32 x 2.75 promus premier¿ drug-eluting stent was advanced, however, resistance was encountered. The device was pulled back and the distal strut was noted to be lifted. The procedure was completed with another 32 x 2.75 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device found no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually examined and no issues were noted. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm in length, de novo, concentric, target lesion was located in the moderately tortuous, mildly calcified, and 2.75mm in diameter left circumflex (lcx) artery. The lesion contained >45 and <90 degrees bend. After a 6f 3.5 ebu guide catheter was engaged and a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2x12 maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 32 x 2.75 promus premier¿ drug-eluting stent was advanced, however, resistance was encountered. The device was pulled back and the distal strut was noted to be lifted. The procedure was completed with another 32 x 2.75 promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.